Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during incoming inspection as the power supply was found to be defective and the programmer would not power on. It was also noted that the display was fractured / broken and errors were identified in the log files. The programmer was decommissioned with customer's approval. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.